Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2025 with a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, a teacher gave the customer 15 units of insulin instead of 15 grams of carbohydrates. Customer consumed carbohydrates to address low blood glucose level. Customer was treated with intravenous fluids of saline. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.